Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator was displaying disconnected status in the configuration space and was not visible in hardware test application. A field service engineer checked the medcart cable and replaced the control board to resolve this issue. The system functioned as intended after field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a malfunction that the fridge was not detected on the communication bus. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.